Manufacturer narrative:
Evaluation results code not populated as there was not code available. Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; both fiber connector tabs are damaged; the connector was not able to be connected to the device coupler board. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported that at 0 joules, the fiber was not recognized and didn't work at all. Physician reverted to an alternate procedure, turp, to complete the procedure. "No damages to the patient" reported.